Manufacturer narrative:
Device video evidence evaluation summary: upon visual evaluation of the video provided in the complaint, it was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the 7680771 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast reconstruction with 375cc artoura breast tissue expander has experienced postoperative left-sided deflation, confirmed by the surgeon. As a result, the patient underwent explantation on (B)(6) 2020.